Manufacturer narrative:
Pr 1401523 initial emdr. A follow up emdr will be submitted if a sample or any additional information is received. Date of event was unknown. The awareness date was provided. No device was available for evaluation.

Event description:
Cosgrove wire split causing the handle to completely detach. This occurred prior to procedure and did not come in contact with the patient.

Event description:
Cosgrove wire split causing the handle to completely detach. This occurred prior to procedure and did not come in contact with the patient.

Manufacturer narrative:
Supplemental emdr for (B)(6). If any additional information become available an additional supplement emdr will be submitted. Date of event was unknown so awareness date was selected. Investigation results: device was returned and confirmed to be separated into two pieces due to the cable wire breaking. A review of the device history record was performed for the device's lot, l08, and no quality issues were found during production. The cable was inspected and found to have broken about a quarter of an inch down from where the wire begins at the handle end and fraying was observed at the cable/clamp jaw end as well. Upon closer visual inspection, the severed ends did not display any discoloration or oxidation, the ends were noted to display signs of a combination of shearing and ductile breakage, possibly by either applying an extremely heavy force upon the handles to close the ratchet. Sample was about 11 years old and failure could have also been caused by repeated twisting and crimping forces, which occur during activation and clamping action as usage fatigue. These combined potential factors may have contributed to the failure mode. No other breakpoints, corrosion, damages or signs of excessive forces were observed on the cable wire assembly. The most probable root cause was determined to be mechanical overstress. Possible wire breakage from usage, fatigue, frictional forces, twisting and/or pulling forces over time may have caused and/or accelerated the rate of the failure. H3 other text : evaluation has been performed.